Event description:
During a davinci laparoscopic assisted left colectomy, sigmoid colectomy, icg [indocyanine green] testing the disposable suction irrigator without disposable tip handle started leaking. The patient was not affected when this occurred, and the surgeon was wearing gloves. Item was changed out and new device obtained. Procedure continued without further incident. Item was returned to manufacturer for evaluation and credit.